Manufacturer narrative:
At the completion of the investigation the clinical evaluation was able to confirm a type 3a endoleak, a decrease in overlap between the main body and proximal extension, and a decrease in aneurysm sac size. There was also evidence to support the following observations; type 3b endoleak of the proximal extension and dilation of the proximal end of the main body graft. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, anticoagulation therapy, and decrease in the overlap of the cuff and main body. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and a suprarenal aortic extension. Subsequently, a follow up computed tomography (CT) on (B)(6) 2016 showed a potential type 3a endoleak with a loss of overlap between the main body and the proximal extension. The CT also showed a decrease in aneurysm size since the initial implant. The patient is in stable condition and has not had a subsequent endovascular procedure completed or scheduled. There have been no additional adverse events reported for this patient.